Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high impedance, noise, no capture and sensing issue. The noise did not change even if the screw was pushed out and stowed once in the heart chamber and measured again. The pacing lead was capped and replaced. No patient complications have been reported as a result of this event.